Event description:
Contact stated that the meter is not working and needs a new one. A review of the system was conducted over the phone. This review indicated that the meter is missing segments from the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.